Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated threshold and r wave amplitude variation. Due to the patient experiencing discomfort, the physician opted to explant and replace the rv lead. The patient was in stable condition.